Event description:
Information was received indicating that after the morning dose was delivered using a smiths medical cadd-legacy duodopa ambulatory infusion pump, the pump went into run and then began to deliver the morning dose again. Per reporter the delivery was subsequently stopped, and the patient was advised to "revert back to oral medication." It was reported that the morning dose was 15.0 ml , the continuous rate was 5.1 ml, and the extra dose was 2.5 ml. No adverse patient effects were reported.